Event description:
It was reported that a malfunction occurred on the pump, but no notable events preceded the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, specifically indicating no adverse impact. The customer received assistance from technical support to reset the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to call back if any additional malfunction codes appeared.